Event description:
Dr reports via our sales rep that he could not open/screw out the golden screw fixing the bearing.

Manufacturer narrative:
Method: visual inspection, complaint history review, fmea review, manufacturing record review. Result: visual inspection confirms the reported event. (B)(4) - the difficulty to lock the construct with the set screw was identified in our fmea. Occurrence falls within allowable limits. Manufacturing record review - no information that could be related to the failure was found during the review of the manufacturing batch records. Conclusion: cage was assembled following it prod 305 rev 1, this procedure did not employ assembly torque control of the set screw. The use of a torque-limited screwdriver was implemented in (B)(4) 2006, in order to avoid locking of the set screw during assembly. This cage was manufactured before the torque-limiting screwdriver was implemented.